Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown mdm liner was reported. The event was not confirmed. Method and results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: could not be performed as the lot number is unknown. Complaint history review: could not be performed as the lot number is unknown. Conclusions: it was reported that the patient was revised due to dislocation of the adm liner from the mdm liner and disassociation of the head from the adm liner. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised for dislocation and dissociation. The adm/ mdm poly insert dislocated from the mdm metal liner, and the metal head and adm/ mdm poly insert dissociated, leaving the poly insert floating in the joint. The head and liner were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an mdm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no medical records, operative notes, patient history, or labeled/sequential radiographs were provided for review. Based on the pi report a patient underwent revision of a dislocated and disassociated mdm construct to a fixed bearing construct. The patient apparently continued to dislocate and one year later they were revised to a new acetabular component with a change in position from very vertical and anteverted to ¿more appropriate¿. Event confirmation: a primary tha can be confirmed. The first revision cannot be confirmed. The second cannot be confirmed outside of the pi report and an implant usage sheet. A vertical acetabular component can be confirmed from incompletely dated/labeled ap hip x-rays. Root cause: the root cause of the first surgery was oa. The root cause of the other unconfirmed surgeries would be recurrent dislocation and a mispositioned acetabular component." -device history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation of the adm liner from the mdm liner and disassociation of the head from the adm liner. A review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no medical records, operative notes, patient history, or labeled/sequential radiographs were provided for review. Based on the pi report a patient underwent revision of a dislocated and disassociated mdm construct to a fixed bearing construct. The patient apparently continued to dislocate and one year later they were revised to a new acetabular component with a change in position from very vertical and anteverted to ¿more appropriate¿. Event confirmation: a primary tha can be confirmed. The first revision cannot be confirmed. The second cannot be confirmed outside of the pi report and an implant usage sheet. A vertical acetabular component can be confirmed from incompletely dated/labeled ap hip x-rays. Root cause: the root cause of the first surgery was oa. The root cause of the other unconfirmed surgeries would be recurrent dislocation and a mispositioned acetabular component." The exact cause of the event could not be determined because insufficient information was provided. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.